Event description:
It was reported that the closure device was implanted in the left pulmonary vein. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20 mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up imaging procedure. Transesophageal echocardiogram (tee) imaging showed that the closure device was actually implanted in the left pulmonary vein and not the laa of the patient. The patient is well and asymptomatic following this event. At this time no intervention or treatment was performed.